Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up on 7/18/2017. Upon interrogation, the implantable cardioverter defibrillator exhibited episodes post-paced t-wave oversensing starting on (B)(6) 2017. The device was reprogrammed.